Event description:
A surgeon reported that the phacoemulsification power did not seem normal during a surgical procedure. The staff tried to re-prime and tune the handpiece and received multiple system messages. Was unable to clear the system messages and had to abort the procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was confirmed (via event logs). The fluidics were replaced and returned for evaluation, as a preventative measure. The cassette was determined to have been non-conforming, as well. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 8, 2011. Based on qa assessment, the product met specifications at the time of release. The fluidics assembly was received for evaluation. The returned samples were not evaluated as they were replaced as a preventative measure. The system was found to meet specifications. The root cause of the reported event of system message (sm) can be attributed to a nonconforming cassette. The manufacturer internal reference number is: 2015-26219